Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a data corruption which the pump history indicates occurred immediately after a battery change. The pump software successfully detected the erroneous basal rate value and stopped basal insulin delivery. This zero basal value was then displayed on the home screen as an alert to the user.

Event description:
The pt experienced elevated blood glucose levels and reported that the pump basal insulin delivery rate was reset to 0.00.